Event description:
Healthcare professional (hcp) reported injecting a patient in the cheek with 1 ml of juvéderm® voluma¿ with lidocaine. Patient was concomitantly treated with juvéderm® volift¿ with lidocaine, and botulinum toxin. About 3 months later, patient experienced a late nodule in the malar area. Patient had consult for pain in the left cheek, on the ck3 area. Nodule was palpated with increased temperature. ¿effect considered by physician: unsatisfactory¿ was noted. Antibiotic scheme was started (clarithromycin and cipro 500mg every 12 hours. Then ¿rotra¿ to moxifloxacin, meprednisone 40mg and later hyaluronidase). After receiving antibiotic treatment for 6 weeks, corticosteroids, hyaluronidase in 6 weekly applications (at the beginning 20u, then 80 and later 300iu), hcp agreed to triamcinolone with very slow improvement and maintains a nodule of hard/stony consistency on palpation and continues with episodes of inflammation for 7 to 10 days. Event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00242 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Manufacturer narrative:
Diazepam, telmisartan, and chlorhexidine. Additional, changed, and/or corrected data: a.2., b.5., b.7., d.10., h.8.

Event description:
Patient was also pretreated with chlorhexidine. The event was further described as ¿inflammatory nodule¿ ¿with pain, which does not yield to the established treatment. Hard, stony.¿ patient also experienced swelling and mild erythema at the site. The treatment timeline was further described: antibiotic clarithromycin and ciprofloxacin for 3 weeks. Then switched from cipro to moxifloxacin with clarithromycin for 3 weeks. At 15 days, systemic corticosteroids meprednisone for 3 days and a gradual decline plan were added. At 4 weeks, hyaluronidase was injected; in 10 days triamcinolone diluted in 2 and hyaluronidase every 15 days (plus 4 applications); 1 triamcinolone with slow response. The patient improves and between 5 and 7 days after the session, the inflammation returns.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheek with 1 ml of juvéderm® voluma¿ with lidocaine. Patient was concomitantly treated with juvéderm® volift¿ with lidocaine, and botulinum toxin. About 3 months later, patient experienced a late nodule in the malar area. Patient had consult for pain in the left cheek, on the ck3 area. Nodule was palpated with increased temperature. ¿effect considered by physician: unsatisfactory¿ was noted. Antibiotic scheme was started (clarithromycin and cipro 500mg every 12 hours. Then ¿rotra¿ to moxifloxacin, meprednisone 40mg and later hyaluronidase). After receiving antibiotic treatment for 6 weeks, corticosteroids, hyaluronidase in 6 weekly applications (at the beginning 20u, then 80 and later 300iu), hcp agreed to triamcinolone with very slow improvement and maintains a nodule of hard/stony consistency on palpation and continues with episodes of inflammation for 7 to 10 days. Event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00242 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, hcp clarified that 2 syringes of juvéderm® voluma¿ with lidocaine were used. The juvéderm® volift¿ with lidocaine injected a week later was injected in the nasolabial fold, ¿bozo¿ [fluff region] and commissures.